Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege the patient has suffered serious injuries to her body, was seriously and permanently injured and has required medical care attention and will continue to require medical care attention; she has suffered and will continue to suffer chronic pain and agony and as a result therefore has incurred and will continue to incur lost wages and earnings and it permanently and partially disabled as a result thereof and was otherwise injured and damaged.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.